Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. A philips field service engineer (fse) inspected the system on site and confirmed it would not boot. During troubleshooting, the fse determined the flex vision pc was defective. Review of the log files showed the host pc could not connect to the flex vision pc, which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the flex vision pc due to a defective power supply. After replacing the flex vision pc, the system was returned to service in good working order. The codes were updated based on the investigation outcome.